Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient couldn't feel stimulation from her scs system after she experienced a fall. Reprogramming was attempted but was unsuccessful in achieving effective stimulation. X-rays taken indicated a possible lead fracture. Surgery took place on (B)(6) 2015 at which time the patient's lead was explanted and replaced. Effective therapy was reportedly restored postoperative.